Event description:
It was reported that the user could not rotate the luer connector (lot # 33429) to the 12 o¿clock position after insertion into the cartridge, and a scratch was observed inside the pump housing that appeared to interfere with connector engagement, a replacement pump was provided, and the user was placed on backup therapy, with blood glucose reportedly unaffected. No adverse clinical effects reported. Outcomes included temporary interruption of pump therapy with use of backup therapy and an expedited replacement device shipment. Investigation included review of complaint details, user-provided photo, and troubleshooting with cleaning and connector substitution. Investigation of this case revealed mechanical resistance at the luer interface consistent with internal surface damage that impeded connector rotation. It was concluded that a device component mechanical issue at the connector interface likely prevented proper attachment, with no reported patient harm.